Event description:
It was reported that the insulin pump alarmed button error while the customer was sleeping. The blood glucose reading was 108 mg/dl. No significant events leading to the alarm were observed. The customer stated that the esc and act buttons did not clear the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.